Manufacturer narrative:
One pump was received for evaluation. Functional testing performed to detect for delivery accuracy. The customer's complaint was confirmed. The dso was replaced as a preventative measure.

Event description:
Information was received that a smiths medical cadd legacy infusion pump is over delivering. No patient injury resulted.